Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Updated fields: h6 and h10. The g2 field was corrected based on information available at the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the bending section was damaged by physical stress applied during device handling by the user. However, a definitive root cause could not be determined. The event can be detected by handling device in accordance with the following section of the instructions for use: urf-p6/p6r operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope_ inspection of the bending mechanisms. The event can be prevented by handling device in accordance with the following section of the instructions for use: urf-p6/p6r operation manual important information ¿ please read before use_ warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, or control section. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, or light guide cable with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Chapter 4 operation 4.1 precautions: do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the uretero-reno fiberscope exhibited leaking at the bending section cover (a-rubber). The issue was observed at preparation for a lithotomy and the procedure was completed with a similar device, with no delay noted. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device revealed that the bending mesh wires were protruding out. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to a pinhole on bending section cover (a-rubber), water tightness was lost and due to wear of angle wire, bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.